Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with approximately 100 units of insulin during the load process. Additionally, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 600 mg/dl. It was indicated manual injections were used to address blood glucose level, and the customer will continue using manual injections as backup insulin therapy.

Manufacturer narrative:
Fill estimate- no failure identified.